Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited oversensing. It was also reported that the his bundle lead exhibited a dropped ventricular paced beat every one hour and thirty seconds as a result of rv underpacing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.